Event description:
It was reported that an asymptomatic patient presented in clinic with noise being sensed on their right ventricular lead. The noise could not be reproduced in clinic by isometrics. Programming changes were recommended. Device remains implanted.